Event description:
The complainant reported a 71-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported positioning issues. The impella appeared to be under papillary muscle. The patient consequently had dark red merlot urine and labs were hemolyzing. The pump was not repositioned due to needing to escalate to a different pump anyway. The pump was explanted, and the patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Product not returned for investigation and very little clinical details provided regarding the positioning issue. Therefore, the root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided.